Manufacturer narrative:
UDI: (B)(4). In initial report, the serial number provided was incorrect. The correct serial number is provided. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced undercorrection on both eyes (ou) at a 3 month post op exam. A brief description from the surgery center indicated there was blurred distance vision more on the left eye (os) than the right eye (od). The patient¿s comments were that distance vision is blurry and near vision is good. The surgery center indicated a secondary intervention will be required. Bcva from (B)(6) 2015: right eye pre-op 20/20 -2.75 x .00 x 90; left eye pre-op 20/20 -2.50 x -.25 x 129 bcva from (B)(6) 2015: right eye post-op 20/20 -1.25 x .00 x 90; left eye post-op 20/20 -.75 x .50 x 14.